Manufacturer narrative:
Follow-up # 2 (07/12/2013). Correction and product evaluation: this supplemental report is to note a correction and provide the analysis results of the returned subject meter. Previously reported follow-up #1 inadvertently referenced meter and should be corrected to test strips. The subject meter was returned on 06/05//2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the reported issue was not reproducible during investigation. The meter functioned normally and no issues were found. No issues were identified with both returned products. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (6/19/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/11/2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "150 mg/dl" with the subject meter and "100 mg/dl" with a laboratory device, performed within an unspecified time of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.